Manufacturer narrative:
The device was received fully deployed with no evidence of damages or defects that would contribute to the reported pod infusion site complaint. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the pod had to be removed after 2 days of wear due to pain at the insertion site (abdomen). The patient's mother noted the site appeared infected with a lump and white purulent discharge draining. The patient's blood glucose levels rose to 25 mmol/l (450 mg/dl). The patient was also playing football prior to the incident. The patient was taken to the emergency room where blood tests were performed and the patient was prescribed antibiotics penicillin pills (4 times per day for 7 days) for treatment. The patient was administered long lasting insulin utilizing an insulin pen. The patient was discharged after 3 hours. At the moment the patient is no longer using pods for insulin delivery.